Event description:
After the surgeon wired and stented the diagonal artery, it was noted that a distal piece of the runthrough wire did not retrieve and stayed back in the artery. There was no significant flow limitation of the diagonal artery noted.